Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-dec-2018 from a company representative who reported that the patient was scheduled to have the pump moved and the catheter revised today, but the patient had a uti (urinary tract infection). No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot# (B)(4), ubd 2006-02-04, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) via a company representative who reported that the patient underwent a pump move and a new pump segment of catheter was added as the existing catheter was wound up at the catheter access port. The pump and revised catheter were primed, and the patient was doing well. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown concentration and dose) via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the pump moved. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the catheter will not be returned. It was noted that part of it broken when the healthcare professional (hcp) pulled on it and tied it off in the patient. It was noted that the hcp throw the "sm" piece away. No further complications were reported.